Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker device data showed no visible atrial signal. Boston scientific technical services (ts) suspected that this could be undersensing atrial fibrillation (af) or could be ventricular tachycardia (vt) with atrial standstill and ts is unable tell based on available data. Ts recommended device programming. The device remains in service. No adverse patient effects were reported.